Event description:
It was reported that a pt had skin breakdown under the taper collar. He saw his dermatologist but the wafers would not adhere with the topical medication prescribed. The area worsened and started bleeding. It was recommended to the pt that he try a wafer without a tan collar and stomahesive protective powder. No add'l info was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.